Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): initial analysis documented erroneous battery voltage readings. Telemetered battery voltage of 2.00 v was reported while the actual battery voltage was 3.66 v. Current drain was also erroneous, reported at 0.0 ua. The erroneous voltage and current drain values were caused by a low current, due to a leakage path caused by a solder bridge between two pads.

Event description:
The device was replaced due to eos (end of service). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.